Event description:
Information was received indicating that this ambulatory infusion pump over delivered by +10.95%. It was not specified whether or not this occurred during infusion. No adverse patient effects were reported.

Manufacturer narrative:
One cadd-legacy® 1 pump was returned for analysis in fair condition with cracked front housing. The event history log was reviewed; finding no evidence of complaint. Delivery accuracy testing was performed noting that the pumps average delivery error to be within the published specification of +/-6% but outside the internal process control limit of +/- 3%. It was also noted that the clock's battery is not displaying; which is an issue with the circuit board. Based on the evidence, the complaint could not be duplicated. The pump was repaired.